Event description:
It was reported that an ilet insulin pump with serial number (B)(6) had a cracked display screen that prevented the user from unlocking the device, and on-call support attempted a screen recalibration via wake-button reset without resolution, after which a replacement device was arranged. Symptoms included elevated blood glucose after the user paused insulin during baseball practice and could not resume delivery due to the locked screen. Outcomes included interruption of insulin delivery and the need for device replacement; there was no report of hospitalization. Investigation included customer troubleshooting and verification of shipping for device exchange. Investigation of this case revealed a device display damage that impeded user interface access, consistent with a hardware screen failure. It was concluded, based on previously established findings for similar reports, that the cause was device damage leading to functional impairment of the user interface.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.